Manufacturer narrative:
(B)(4). Film evaluation results are: a review of CT¿s 6 years post-implant revealed that the patient was implanted with a talent/aneurx stent graft system. The talent bifurcate was positioned within the aaa sac ~7cm below the renal arteries. A talent aortic cuff was positioned just below the renal arteries, and an aneurx aortic cuff was implanted distally inside the talent cuff. The proximal neck diameter just below the renals was 29mm. The max diameter aaa measured 8cm, and there is a junctional separation of ~2cm between the aneurx cuff and talent bifurcate resulting in a type iii junctional endoleak. The distal diameter of the aneurx cuff measured 30mm and the proximal diameter of the talent bifurcate measured 29mm. The talent ipsi limb was placed down into the left common iliac and the contra limb was within the right common iliac artery. Both limbs were patent and blood flow distal to the limbs was also patent; bilaterally. No other s tent graft issues were observed. The cause of the component separation leading to the junctional type iii endoleak could not be determined from the films provided. The amount of component overlap at implant is unknown, and there is little angulation between the two components. The cause of the talent bifurcate migration could not be determined. It is possible that disease progression with neck dilatation may have contributed. It is also possible that continued migration of the talent bifurcate may have led to the detachment. Films during or post-intervention which resolved the separation were not available for review.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Two aortic cuffs were implanted for inaccurate delivery of talent bifurcated stent graft and type I endoleak. It was reported that a routine follow up CT revealed that there was a type iii separation endoleak between the talent main body graft and the aneurx aortic cuff. The physician elected to implant a bifurcated endurant stent graft and an endurant limb. The migration was covered and the type iii separation endoleak was resolved. The physician stated that the cause of the event was due to distal talent main body distal migration resulting in separation between components. No additional clinical sequelae were reported and the patient is fine.